Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the patient was found in bed laying in leaked tube feed. The feed was noted to be in a puddle on the floor and covering the bed and patient. On inspection of the line, the main port was open and the tube feed line was connected to y site port. As for the device, they believe there is a problem when the feed line is put into the secondary port to run. They find that it causes the main port to pop open from pressure. When the feed line is in the main port, the y site or secondary port does not open. If the feed line will no longer stay in the main port then they should be changing the extension tube. The impact of the incident was that the patient missed a feed and required a thorough bed bath. The patient is at risk for skin break down but no injuries were reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.